Event description:
According to the information received, a newborn underwent coarct repair and intraoperative placement of a muscular vsd device in 2006. She did well postoperatively; however, one-month postop, she developed type 1 2nd degree heart block. The block has subsequently progressed and now she is in type ii 2nd degree heart block most of the time with occasional 3rd degree. The pediatric cardiologist believes, it may device position as the device is quite big. Additional information indicated, the vsd was high muscular-via sternotomy through the rv. No cines are available since it was done in the or and the patient has not had a cath. No trisomy, no syndromes. The device will not be removed at this time, but a pacemaker will most likely be inserted.